Event description:
Dr was having difficulty receiving irrigation through the tubing and handpiece used for phaco with io li os. Tubing was changed. Problem was apparently corrected and procedure continued. Unit and handpiece removed from service. MFR notified.